Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported issues is likely due to excessive use. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the olympus onsite support specialist confirmed there has been no death or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information (identified within b5 and h6). If additional (reportable) information is received, a supplemental report will be filed.

Event description:
The olympus online support specialist was informed that the customer rigid telescope, long has ¿cracked lens¿. The reported issue was found at an unknown event. It is unknown if death or injury occurred as the information was not reported to olympus.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event; however, no information has been obtained to date. The subject device was returned to the olympus repair center. The reported issue was confirmed, broken lens inside the optical lens system was identified. The image is blurry, and the rigid outer tube shaft was found bent. No moisture inside the scope was observed. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.